Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed a "defib fault 72" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical canada's service department. The malfunction was observed during initial testing; however after disassembling the device to determine root cause, the malfunction was no longer seen. The pace/defib engine board was replaced as a precaution. The pace/defib engine board was scrapped. Analysis for reports of this type has not identified an increase in trend.